Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had been in (B)(6) for 6 months and had only had the device adjusted once in (B)(6). The patient needed an adjustment really bad. The device was not covering the area they needed it and was not getting any relief. The patient noted that had been going on since november. The patient had an appointment on (B)(6). Reprogramming had been tried multiple times and had been unsuccessful with covering the patient's areas of pain. There was no further information. A manufacturer representative (rep) reported that the implantable neurostimulator (ins) and surgical lead had been explanted on (B)(6) 2015, and were later discarded by the customer. It was reiterated that the patient had not been getting adequate pain relief despite multiple reprogramming attempts. The issue was considered to be resolved, and the health care provider had no further information. A supplemental report will be submitted if additional information is received.